Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2026, staples were found jamming during use on the patient." Another device was used to complete the procedure. There was no medical intervention required. The patient's current condition is reported as "fine".